Event description:
During the surgical procedure the surgeon had not fired the stapler realizing he still had additional work to do. When he handed the device back to the scrub, the jaws were closed. The scrub pushed the release button and heard the normal clicking noise, but the jaws would not open. When the surgeon was able to open the jaws, following several tries, he was then not able to close the jaws.